Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4. One clip was implanted; however shortly after it was noted that the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the patient anatomy. Two additional clips were successfully implanted to stabilize the slda clip, reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the challenging patient anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.